Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. Two weeks later, surgical intervention was performed and a hole was identified in the right cylinder. The cylinders and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. Inspection of the cylinders identified a hole resulting in a fluid leak at the proximal end of both cylinders, consistent with sharp instrument damage. One of the cylinders had wear on the outer tube from the kink resistant tubing (krt) in the proximal end of the cylinder, as well as wear in a fold at the distal end. The other cylinder presented wear at a fold in the middle of the cylinder and a hole in the outer tube from sharp instrument damage at the proximal end. The pump was inspected, and the kink resistant tubing (krt) was worn to the filament. Functional testing was performed, and the pump did not pass the activation testing performed. Based on the information available, the reported observations were unable to be confirmed; however, the pump not performing within product specifications could contribute to the device functioning as intended.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working as intended. Two weeks later, surgical intervention was performed, and a hole was identified in the right cylinder. The cylinders and pump were replaced. There was no patient complications reported.